Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump was not working properly. Customer reset the pump to address the issue and successfully resumed insulin delivery. There was no reported impact to the customer's blood glucose level. Customer unable to recall additional information regarding the issue.